Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of historical performance of reagent lot 63197ud01, was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 63197ud01 did not show any potential non-conformances, or deviations. Accuracy of the assay has been evaluated with a retained in-house kit of the same lot# 63197ud01 and met all specifications, confirming that this lot is meeting the architect stat high sensitive troponin-I product requirements. Labelling was reviewed and found to adequately address the issue under review. Additionally, abbott has not established expected ranges for patients < 21 years old. Based on the investigation, the architect stat high sensitive troponin-I lot number 63197ud01 is performing as expected and no systemic issue or deficiency was identified.

Event description:
The customer reported a falsely elevated architect stat high sensitive troponin-I result on a 17-yr old male patient that was not reported out of the laboratory. Results provided: initial = 2.00 / 0.001 / 0.006 ug/l (reference range: < 0.0342 ug/l); ck-mb is negative. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.this report is being filed on an international product, list number 3p25 that has a similar product distributed in the us, list number 2r98.

Event description:
The customer reported a falsely elevated architect troponin-I result on a 17-yr old male patient that was not reported out of the laboratory. Results provided: initial = 2.00 / 0.001 / 0.006 ug/l (reference range: < 0.0342 ug/l); ck-mb is negative. No impact to patient management was reported.